Event description:
A customer had a problem with a blood collection tube. A tube exploded in a nurses hand. The nurse had to go to the hosp for hep testing. The end user spun the test tube and after spinning was transferring the sample to a "pour off" tube (a small polypropylene test tube) and the bct burst getting blood all over the nurse. It is unk at what temperature the bct was spun. They transfer the sample by popping off the rubber stopper and pouring into the test tube.